Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for 1 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.